Event description:
A malfunction was reported on a customer's pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, to which they agreed.